Event description:
It was reported that the patient underwent a coil embolization procedure. When placing the subject device, it prematurely detached. The coil was retrieved with a snare. No further information was available.

Event description:
It was reported that the patient underwent a coil embolization procedure. When placing the subject device, it prematurely detached. The coil was retrieved with a snare. No further information was available.

Event description:
It was reported that the patient underwent a coil embolization procedure. When placing the subject device, it prematurely detached. The coil was retrieved with a snare. No further information was available.

Manufacturer narrative:
Device not yet received for evaluation.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual analysis of the returned device noted that the coil was separated from the delivery wire. Microscopic analysis noted a kink on the coil. Blood was also present on the coil. The distal end of the delivery wire was inspected and a slight discoloration was evident. This would be expected as the inner coil is welded to the delivery wire at this point. The proximal end of the coil containing the inner coil was inspected and flattened winds were present, confirming that the inner coil was welded to the wire. Based on the investigation and information provided, a probable cause of operational context has been assigned to this event.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. Based on the information available, it is probable that procedural factors caused the performance of the device to be limited during the procedure.